Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address or serial number label and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value had been over 600mg/dl and was giving shots. There was an entire day customer ate chicken and blood glucose value was still 500mg/dl to 600mg/dl. Insulin pump's drive support cap was slightly pushed in. Customer was also getting no delivery alarms. Insulin pump will be returned for analysis.